Event description:
It was reported that the catheter was inserted for routine ob use and functioned well. During removal of the catheter, resistance was encountered, and it separated with a portion of the catheter remaining in the pt. A surgical procedure was performed to remove the retained catheter piece. There were no additional complications.